Manufacturer narrative:
The customer did not retain the product lot information for this custom pak. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. One eye spear in a specimen cup was returned and visually inspected. Visual inspection of the eye spear could not identify any foreign fibers in the specimen cup or on the eye spear. As a result, the customer's complaint could not confirmed. The root cause of the customer's complaint could not be conclusively verified. No foreign fiber was found on the returned sample, during visual inspection. Custom paks are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material and hair. No action will be pursued at this time for this occurrence. Complaints are continuously monitored to identify product and/or process areas where debris and hair is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient had a fiber retained in the anterior chamber of the right eye after a cataract procedure; the patient experienced decreased visual quality. A secondary procedure was completed to remove the fiber.